Event description:
During a robot navigational bronchoscopy fna's (fine needle aspirations) were being obtained from a pulmonary lesion. The tip, needle portion, of the medtronic arcpoint 18g pulmonary needle broke free from the rest of the needle and remained in the lung. It is roughly 3/8" long and was immediately visualized under fluoroscopy. Doctors mentioned they felt a pop while doing the biopsy when the needle separated.